Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the femoral artery was punctured, the iabp balloon was opened, and the balloon was pushed along the sheath, but it could not be broken normally when removing the hemostatic device, and repeated attempts were unsuccessful. The operator then withdraws the balloon and replaces it with a new one, which is inserted normally and pushes the balloon to the target site without any problem, and the device works normally.". Additional information states that the second catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton/tray. Upon return, the one-way valve was tethered to the short driveline tubing. The iabc bladder was fully unwrapped. Kinks to the iabc central lumen were noted at approximately 10.4cm and 11.5cm from the iabc distal tip. The sheath was not returned with the sample. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0074in-0.0077in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 10.4cm and 11.7cm from the iabc distal tip, which are the locations of the previously noted kinks. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab insertion difficulty is confirmed. The iabc bladder was fully unwrapped upon receipt of the sample. The unwrapped bladder can result in difficulty advancing the iabc into the sheath/ patient. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the unwrapped bladder. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "the femoral artery was punctured, the iabp balloon was opened, and the balloon was pushed along the sheath, but it could not be broken normally when removing the hemostatic device, and repeated attempts were unsuccessful. The operator then withdraws the balloon and replaces it with a new one, which is inserted normally and pushes the balloon to the target site without any problem, and the device works normally." Additional information states that the second catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".